Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Prongs on back of trials were broken off when the tray came back to the warehouse.

Manufacturer narrative:
The reported event that sr 4mm offset humeral he ad trial 44x19 was alleged of k-270 instruments - broken, deformed, worn or scratched could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Prongs on back of trials were broken off when the tray came back to the warehouse.